Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. Prior to the tevar, the pt had a bypass operation for two vessels. It was reported that the device was inserted into the pt, although rapid pacing was done, the pt's heart beat was not stopped. It was rapid pacing was done, the pt's heart beat was not stopped. It was reported that during stent graft deployment, one of the bare springs, which was about to be opened was turned. The physician pulled the delivery system so a misalignment was avoided. The stent graft was successfully deployed at the left subclavian. The second device was inserted into pt, and delivered to valsalva. The stent graft was modeled with another MFR's balloon catheter. At that time, it was noted that the stent did not look correct, and it was confirmed that one of the bare springs was flipped. A type iii endoleak, junction, was noted around the subclavian, a balloon was inflated at the junction site and the endoleak resolved. A type ii endoleak was confirmed, and coiling was done for that pt on an unk date. No add'l clinical sequelae were reported and the pt recovered and was discharged from the hospital. An internal review was done of the video (angio) showing the implant procedure; however the cause of the misaligned deployment could not be determined. A single bare spring flip was seen on the 2nd implanted (most proximal) device. The recommended procedural steps to try to inhibit the misaligned deployment appeared to have been followed.

Event description:
Film evaluation from an independent source: this is a difficult arch case. It appears that a carotid bypass was performed preoperatively. Pacing wire was placed in to the heart. A catheter from the right brachial approach was placed. A first device is placed and brought back to the left subclavian artery. A second device is placed to the level of the innominate. The device (talent) is actually deployed in the ascending aorta. It does not appear that rapid ventricular pacing is used. The device is deployed with excellent placement to the innominate artery. However, there is misaligned deployment of one of the stents. The stent is ballooned multiple times with another manufacturer's balloon. There is a small type ii endoleak. The misaligned deployment is a result of deployment in the ascending aorta. Without rapid ventricular pacing used or hypotension and asystole this is going to occur due to the severe angulation in the deployment. Accurate deployment was achieved with a successful outcome.

Manufacturer narrative:
Evaluation, method: (film evaluation).

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, inaccurate placement), (cause of the event is unk), (type ii endoleak). Conclusion: (cause of event is unk), (type ii endoleak).